Event description:
It was reported that there was an error 41622/1003 during priming. There was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to issue error code 41622 and was confirmed through the motor test. The cause of the customer reported problem was either a faulty motor or a faulty printed wiring assembly (pwa), and this could only be determined once the parts were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative planned to replace the pwa and the motor.